Event description:
Customer alleged front casters broke. Send warranty order #(B)(4). No injury alleged.

Manufacturer narrative:
Rework all inventory products, replace the rear tire allegedly came off the chair. (Through rework, no found bad product). Operator: (B)(6). Finished date: (B)(4) 2012. Rework all semi-finished products at assembly line. (Through rework, no found bad product). Operator: (B)(6). Finished date: (B)(4) 2012. Remark and isolate the raw material (rear tire allegedly), then notice iqc check again. Do come off test for 4 pcs sample, if passed, the raw material (rear tire allegedly) can be used. Operator: (B)(6). Finished date: (B)(4) 2012. Making come off test devices, material of each come off test. Operator: (B)(6). Finished date: (B)(4) 2012.